Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician rang the rep of cook medical (B)(4) during the procedure complaining that he was unable to release the stent from the delivery system (the stent would not be detached from the delivery system) after stent deployment. From the conversation, the rep found that the physician skipped the step of removing the safety wire (the physician forgot the step) and deployed the stent. The rep advised the physician to remove the safety wire slowly and the physician followed the advice, but the stent would not be detached from the inner catheter.the proximal end of the sheath was cut by the physician in order to separate it from the handle to remove the endoscope from the patient. After removing the endoscope from the patient, a direct view type endoscope was inserted alongside the sheath remaining inside the patient, then the connected part between the stent and inner catheter was cut off with apc laser which was advanced through the direct view type endoscope. It was confirmed that the stent was placed in the target location. There have been no adverse effects to the patient reported.physician's comment:I think that there was no device defect but I used the device in a wrong way.request from distributor: response required when the investigation has been finished:the me of the distributor suspected that a slit in the yellow radiopaque marker might have caught a string/loop attached to the delivery system, causing the event. There was not a partial but a full slit in the yellow marker of the complaint device. Compared with it, a slit in the sample evolution was partial. Please investigate if the slit in the marker of the complaint device is supposed to be there or it is damage/defect.patient outcome:there have been no adverse effects to the patient reporeted. The patient recovered on (B)(6) 2021.update (1/mar/2021, cook medical (B)(4))nothing remained inside the patient.there have been no adverse effects to the patient reporeted. The patient recovered on (B)(6) 2021.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-10-11-6-b device of lot number c1775095 involved in this complaint device was returned for evaluation without the original packaging . With the information provided, a document based investigation was conducted. Another complaint file - unable to release the stent . ¿ user error: incorrect size wireguide used 0.025inch¿, is related to this file. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 23rd march 2021. On evaluation of the device it was observed the block filler tube cut, yellow marker cut, introducer cut. ¿stent not returned . Introducer cut and detached from the delivery system. Red marker on top of the introducer at the end of the handle on return. Yellow marker and block filler tuber appears to be cut, actuation of handle was possible for deployment and recapture.¿ documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b device of lot number c1775095 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1775095 ; upon review of complaints this failure mode has not occurred previously with this lot # c1775095. The instructions for use ifu0056-5 which accompanies this device instructs the user to "when stent point -of -no return has been passed, disconnect luer lock fitting and remove safety wire completely from delivery handle." There is evidence to suggest that the customer did not follow the instructions for use. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression: 1. The complaint of a slit in the yellow marker is not confirmed. Although a slit is still possible, what could be interpreted as a slit on the photograph was more consistent with dried blood. 2. A slit in the end of the black hdpe spacer trapping the stent suture and possibly the wire is confirmed. The kinking and tension evident on the endoscopic photographs indicate that this was likely produced during the procedure. The wire likely cut the hdpe. Since the wire courses through the stent suture, the wire appears to have pulled the suture into the slit. This impression is related to this complaint for stent placement problem. Root cause review: a definitive root cause could be determined from the available information. A definitive root cause could be attributed to the user error, from additional information provided ¿the physician skipped the step of removing the safety wire inadvertently (the physician forgot the step) during deployment of the stent¿ . The physician also commented ¿I think that there was no device defect but I used the device in a wrong way¿. Further after engineering review it is likely that while the user was cutting off with apc laser the connected part between stent and inner catheter, this likely resulted in the damage observed in lab evaluation (black filler tube / yellow marker cut). Summary: complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report submitted to capture the following: device evaluated on 23-mar-21: "stent not returned. Introducer cut and detached from the delivery system. Black filler tube and yellow marker also cut". Image review received 09-apr-21: "the complaint of a slit in the yellow marker is not confirmed. Although a slit is still possible, what could be interpreted as a slit on the photograph was more consistent with dried blood. A slit in the end of the black hdpe spacer trapping the stent suture and possibly the wire is confirmed. The kinking and tension evident on the endoscopic photographs indicate that this was likely produced during the procedure. The wire likely cut the hdpe. Since the wire courses through the stent suture, the wire appears to have pulled the suture into the slit."

Manufacturer narrative:
Component code (annex g): g04122 ¿ stent. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.